Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department for evaluation and the customer's report was not duplicated under testing. Review of the device activity log does show occurrences of the reported error message. The high voltage module assembly was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
During a routine shift check by a clinician, the device displayed a "defib fault 79" message. Complainant indicated that there was no patient involvement in the reported malfunction.